Manufacturer narrative:
The date of manufacture was documented as january 4, 2015 on the initial report. It has been updated as january 4, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper assembly/manufacture of the device. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cochlear implant surgical procedure, it was observed that the burr device was not cut correctly. According to the report, the burr pat on the device was smooth. It was further determined that the part was bald and seemed larger than normal. It was reported that there were no delays in the surgical procedure and a spare burr device was available for use to complete the surgery successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.